Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 812 mg/dl. The customer was treated with the pump. The customer was hospitalized for diabetic ketoacidosis. The customer's current blood glucose is 100 mg/dl. The customer was advised to call back to troubleshoot.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was tested after cleaning the keypad traces and dome switches. The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump received with cracked case at display window corners and reservoir tube lip. The insulin pump received with missing end cap sticker. The insulin pump received with minor scratched display window.